Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,e2,e3,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 03/27/2026. An investigation was conducted on 04/02/2026. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact device. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was not secured in position when the knob was turned clockwise. The knob did not tightened the arm. A suction/vacuum strength test was performed per instructions of the vacuum leak test, using calibrated vacuum foot weight tlt2040708 (ID: 15153; .75 lbs; and calibrated pressure gauge (ID: 14275; ). The device passed the vacuum leak test, good vacuum was obtained and the baffle head was able to lift the weight. Based on the returned condition of the device "suction problem " was not confirmed. The lot #3000471277 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the suction function of the acrobat-I stabilizer z was not working properly. The procedure was successfully completed using a different acrobat-I stabilizer z. There were no health problems reported for the patient. No delays were reported.